Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged barrel with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged barrel was not observed. Bd was not able to determine a root cause for the barrel damage from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "when opening the package, the barrel of the device was damaged. A small piece of barrel fell under the piston."